Event description:
It was reported patient underwent a compression hip screw procedure on (B)(6) 2012. During the procedure, the cannulated t-handle came apart during the procedure. No pieces fractured off. There was a delay of 30 minutes due to surgeon trying to find an alternative to having to open a second set. The procedure was finished with a second cannulated t handle.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Expiration date - n/a. Date implanted - n/a. Date explanted - n/a.